Manufacturer narrative:
This is our initian and final report on this incident.

Event description:
Customer reported dp reactions being called on b cell wells on ih-500. Investigation included review of daily journals, screenshots, and customer workflow. Although full image analysis was not possible due to missing images, the available data showed that reactions visually appeared as strong positive (4+) but were interpreted as dp by the system. It was clarified that in reverse grouping, some non-reactive cells are expected due to pooled reagent red cells, and therefore these reactions do not represent true dp reactions. In addition, the current software version has a known limitation in dp detection, which may lead to overcalling in such cases. The behavior may also be influenced by centrifuge teaching and card holder positioning. Recommendations were provided, including centrifuge teaching, mechanical checks, and upgrade to software version 3.1, which includes improved dp interpretation. Resolution: customer was advised to perform centrifuge teaching, check card holder positioning, and proceed with software upgrade to v3.1. Customer confirmed no further support required.